Manufacturer narrative:
Additional information: section h3: evaluated by manufacturer: yes. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. The customer provided photo was evaluated. The photo displays a lens case and the suspect cartridge. Based on the quality of the photo no further evaluation could be performed and no issues could be identified. Although a photo was provided, as part of the investigation, product evaluation was performed on unused samples provided by the customer. Five sealed units were visually inspected under magnification. Due to the high incidence of complaints within the same production order, additional testing was requested to the manufacturing site to further investigate this issue. Manufacturing subject matter experts (smes) performed dye and torque test in forty unused units. Testing results showed that five out of forty of those samples did not meet manufacturing specifications. Of those five units, two units failed torque test as the lens got stuck in the cartridge and three failed dye test (no coating was identified in the tip of the cartridge). Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this lot number was performed. The search revealed that additional complaints for this lot number have been received. Based on the complaint history review (chr) results, further investigation was required. Conclusion: based on the complaint investigation results, a product deficiency and malfunction were identified. Therefore, further investigation was required and a non-conformance was initiated. Corrective actions may be implemented based on the results of the investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 29, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the original daisywheel was received inside the original folding carton and a 1mtec30 cartridge was also received. Visual inspection was performed under magnification revealing that the lens was stuck in a cartridge. Ophthalmic viscosurgical device (ovd) was not observed to be dispersed throughout the cartridge which can contribute to the complaint issue reported. No further issues were observed. The customer provided photo was evaluated. The photo displays the complaint lens daisy wheel and a cartridge. The lens can be observed to be stuck in the cartridge. No further issues were identified. The complaint issue was not identified during product and photo evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded monofocal intraocular lens (iol) did not pass through the exit hole of the cartridge. It was believed that the issue was with the cartridge. The extent of patient contact was unknown, however, it was noted that the lens was inserted and removed during the same procedure. It was reported that there was a delay in the procedure. Instructions for use were followed. Through follow-up, additional information was received reporting that there was patient contact and the lens was only partially inserted in the patent's operative eye. There was no patient injury and no medical or surgical intervention was required. The procedure was completed successfully using a back-up lens (zcb00, 27.5 diopter). Additional information was received from an anvisa report, in which the customer reported that there was a cartridge breakage and intraocular lens rupture at the moment of injecting the lens during cataract surgery. No further information was provided.

Manufacturer narrative:
Section a2, a4, and a5: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as this is not an implantable device (cartridge). Section d6b: if explanted, give date: not applicable, as this is not an implantable device (cartridge). Section e1: telephone number: (B)(6) section h3 - other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.